Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was fully fired, the reload had damage to the cutting edge of the knife blade, and staple pushers were partially flush with the cartridge. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the knife pushed the tissue toward the distal end of the device instead of cutting it, the knife cut the tissue but it did not transect the tissue smoothly, creating a jagged line, the staples did not form as expected, and staples were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy, when stapling the stomach, the first two firings of the powered stapler were successful. There were no obvious issues in loading or setting up the device. On the next firing, it appeared normal at first. Approximately 2/3 of the way into firing, it seemed to start pushing tissue while placing staples. Upon retracting stapler, the device had not appeared to cut tissue properly, and consequently staples began to bunch and malformed around the distal end of the staple line. There was also an incomplete staple line distally even though handle was completely fired. A manual stapler and a new reload were used to fire another line, medial (towards the bougie) to the affected area, this resected damaged tissue towards the side of the gastric specimen. Some tissue was lost and damaged as a result, tighter than usual sleeve and caused a deviation from the surgeons' usual technique.

Manufacturer narrative:
Concomitant medical products: sigpshell - sig power sigpshell control shell, lot# n1c0889y, sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(4), sigphandle - sig power sigphandle handle, serial# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.